Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. Just after connecting the catheter to saline line, a significant leak was observed from the catheter handle near the slider mechanism. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, no visual damage was observed. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower successfully. Subsequently, flushing of the catheter through the irrigation line was tested. Flushing was not functional, as a leak was observed in the catheter. Dissection of the catheter was performed to inspect the flush tubing to determine any potential cause of the reported leak. Dissection revealed some broken flush tubing, which may have contributed to the reported leak. Microscopic analysis was performed of the catheter flush tubing to better observe the issue. With the help of an ultraviolet (uv) light, separation of the flush tubing could be observed. The reported catheter leak was confirmed.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. Just after connecting the catheter to saline line, a significant leak was observed from the catheter handle near the slider mechanism. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.